Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial #: (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 3998, lot #: l92512, implanted: (B)(6) 2001, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 18-apr-2005, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional and a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and multiple back operations. It was reported that the patient got the spinal cord stimulation system implanted in 2001. The patient was receiving effective therapy and appropriate stimulation intra-operatively and post-operation while they were testing the patient. They turned off the system for 4-6 weeks to allow the patient to heal. When they tried turning the system back on, the patient was not feeling stimulation, and the therapy was not helping with the pain. The patient had met with the manufacturer representative multiple times for reprogramming; however, they were unable to get the patient stimulation therapy. The patient had a pain pump trial and went onto to implant of the pain pump. The patient noted that the pain pump was a godsend for the patient. She indicated that in 2002, she stopped trying to use the stimulator and turned it off because it was not working. When the patient would meet the physician for pump check-ups, the manufacturer representative would always check to see if the stimulator was working. The patient had a planned revision surgery in 2007. The patient indicated that they had told her that something was wrong with her ¿catheter¿ (clarified to mean that she meant lead), and that they were going to revise it or replace it; however, they did not have appropriate approvals during the surgery, so they did not do anything because the patient¿s husband was not at the hospital to give appropriate consent. The patient was insistent that they did not replace the implantable neurostimulator or leads at that time. The stimulator still did not work following the surgery. The patient has not been using the stimulator since 2002 because it has not helped her pain. The patient is planning on having the spinal cord stimulation system removed and replaced with a competitor¿s system this year. The patient refused to provide her weight. There were no further complications reported or anticipated.